Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited signal artifact monitor (sam) event due to oversensing of the minute ventilation (mv) feature, which resulted in the disabling of the respiratory. It was reported that this system triggered lead safety switch (lss) due to a sudden rise in pacing impedance measurements, reaching out of range values greater than 3000 ohms on the right atrial (ra) channel. Noise oversensing was also identified on the ra channel. Technical services (ts) was consulted and upon review recommended programming enhancements and a lead revision due to a suspected fracture. This ra lead remains in service. No adverse patient effects were reported.